Manufacturer narrative:
A titan otr pump and one detached piece of tubing with connector were received for evaluation. Examination and testing of the returned components revealed no functional abnormalities noted with the returned pump or connector/tubing. The available information indicated that; "when they took the pump out of scrotum, they tried the pump again - and now it worked", but because no functional abnormalities were noted with the returned components, quality cannot determine the root cause of this reported event. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to malfunction are captured in the product risk documentation and are addressed in the literature that accompanies the device. Based on this, and because no functional abnormalities were observed with the returned components, no further corrective action is required at this time. See attached letter from FDA dated (B)(6) indicating FDA has determined coloplast no longer qualifies for participation in the asr exemption #e2006011 program. Effective immediately, we are required to electronically submit individual adverse event reports for these product codes.

Event description:
According to available information, pump ( ref. (B)(4)) did not work for the patient.